Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, xerostomia, peri-implantitis, increased sensitivity, mobility. This implant was restored in 8 weeks.